Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to physician felt that the tip of the lead was misshaped and that the helix retracted slowly. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. Analysis showed that the lead rs coil is slightly bent in the neck region near the tip and the distal end of the shocking coil is deformed. Foreign material was noted on the tip helix. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to physician felt that the the tip of the lead was misshaped and that the helix retracted slowly. This lead was never in service. No adverse patient effects were reported